Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. The needle pulled off during sewing the skin. The fallen piece was retrieved from the patient. Changed another one to complete surgery. There was no adverse patient consequence reported. No additional information could be provided.